Event description:
The product was used during an unspecified procedure. The suture broke as knots were being tied. The surgeon used another suture to complete the procedure. No pt injury was reported.